Manufacturer narrative:
A steris tech was dispatched to the account upon being notified of the event. This 14 and a half year old table was inspected and the tech found hydraulic fluid leaking from the tilt cylinder. Hydraulic fluid leaking from the cylinder would create a slow downward non-powered drift such as the hosp experienced when the table was noticed moving to the level position. The tech's inspection of the cylinder revealed that the cylinder seals had deteriorated over time. A review of the service usage for this part shows that only one cylinder per month is ordered as a service replacement part. This indicates that there is not a trend of seal failure. Steris does not maintain the table; it is maintained by the facility. The tilt cylinder was replaced; the table was tested through its range of articulation and performed to specifications. The table was then returned to the hosp for use.